Event description:
The technician alleged that the wires for the composer cable assembly going to the head side rails have been pulled away from their switches exposing bare metal wires. No injuries reported.

Manufacturer narrative:
No further information is available on the repair of the bed at this time.